Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the nitinol tubing had been separated from the core wire at the proximal bond junction. The distal end of the core wire was fractured at 18cm distal to the proximal bond location. There were no anomalies noted to the hydrated guidewire. Functional testing was unable to perform due to condition of the returned wire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed during the device analysis. The device failed to meet specification when received, based on the damage noted. It was reported that there was a micro guide rupture at the junction with the hydrophilic part. Additional information provided by the customer indicated that the procedure was abandoned because of too many vascular tortuosity's. The device was returned and it was noted that the nitinol tubing had separated from the core wire and there was a fracture to the distal end of the core wire, confirming the reported event. It is probable that there were difficulties during advancement or retraction of the guidewire due to the patients anatomy causing the separation and fracture noted. An assignable cause of 'procedural factors' will be assigned to the as reported and analyzed "guidewire distal tip broken/fractured during use" as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject guidewire was fractured. The subject guidewire was replaced. No additional information is available.

Event description:
It was reported that during the procedure, the subject guidewire was fractured. The subject guidewire was replaced. No additional information is available.